Event description:
It was reported that the biomedical engineer (be) stated that the lower display of the external pulse generator (epg) did not come on. It was also noted that the rate and output could not be adjusted. Technical services (ts) provided assistance in resolving the issue by having the be check the battery and the be indicated it was a new battery which measured 7.1 volts. The battery was subsequently replaced and the epg operated as designed. The epg was restored and placed back in service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).